Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle presented obstruction, preventing the flow of the solution. The issue was observed during the flushing or priming process. As a medical intervention due to this issue, the insertion set was replaced. There were no patient involvement and no harm.

Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection of the device showed no damage or anomalies. Functional testing was performed using a syringe with sterile water, and flow could not be established but occlusion was observed at the luer connection. The customer complaint of needle obstruction was confirmed. The probable cause was identified as excess solvent present during the assembly process. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.